Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 397 mg/dl and 217 mg/dl. The customer's blood glucose level of 286 mg/dl at the time of call. The customer had high blood glucose of 397 mg/dl, 420 mg/dl, 410 mg/dl, 450 mg/dl, 217 mg/dl. The customer did troubleshoot. The customer also reported that they had blood glucose of 170 mg/dl. The customer stated that they treated the high blood glucose manual injection. The insulin pump will not be returned for the analysis.